Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the pump lost power last night and that, at times, the pump had been getting hot. Reportedly, the yellow o-ring was slightly visible and the cap was able to secure tightly. Reportedly, there was a crack along the battery compartment and corrosion at the bottom of the battery compartment. The reporter denied damage to the battery cap and stated that the battery cap had been replaced less than 1 year ago. The user guide recommends changing the battery every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: the pump powered on with the returned battery cap which was unable to be fully tightened. The battery cap threads were observed to be damaged. A power loss was not observed during testing. A battery compartment crack was observed from the thread area to the case seal. There was evidence of moisture contamination inside the battery compartment. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture contamination inside the pump. Multiple low battery warnings, replace battery alarms and unexplainable power reset events were observed in the black box. Unrelated to the initial complaint, the display was observed to be dim and discolored.